Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient complained of fast heart rate, palpitations, and feeling badly. The right atrial (ra) lead was possibly fractured which caused the lead to exhibit high impedance and oversensing. The oversensing also caused inappropriate mode switching and tracking. The lead was capped and replaced. No patient complications have been reported as a result of this event.